Manufacturer narrative:
Event opened as a general comment from the physician, and experience with the faradrive sheath, no specific device information was provided. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the physician is frustrated by large number of air bubbles would often appear in the faradrive sheath upon insertion of the farawave catheter. The issue would be resolved by flushing and aspirating sheath. No patient complications occurred. The procedure was completed successfully. The device will not be returned as it was disposed after use.